Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures and sensitivities performed? Results? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a transabdominal total hysterectomy, a bilateral salpingo oophorectomy, a transurethral cystoscopy ureteral catheterization, and a pelvic adhesiolysis, under general anesthesia on (B)(6) 2025, and suture was used. The surgery was successful. After the surgery, the doctor sutured the skin around the abdominal incision with external suture. On the fourth day after the surgery, the patient experienced redness of the skin around the incision and inflammation without any other discomfort. The doctor treated the incision with infrared radiation and changed the dressing of the abdominal incision, but the effect was not satisfactory. Therefore, the suture of the skin incision was removed today. Improvement in the next day. Additional information was requested.